Event description:
A patient complained of pain prior to and following implantation with essure micro-inserts. During the essure procedure, a total of 4 micro-inserts were placed in the patient; 3 micro-inserts were placed in 1 fallopian tube. One micro-insert had perforated the patient and was located and removed from the abdominal cavity. The other 3 micro-inserts were located in the fallopian tubes and were also removed. The micro-inserts were removed using laparoscopic and hysteroscopic methods. Following removal, the patient reported that her pain had improved. The physician believes that the essure micro-inserts were directly related to the pain the patient was experiencing.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs